Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation surgery with an unspecified saline breast implant. Post-operatively, the patient experienced a deflation on an undisclosed side, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with an unspecified gel implant on (B)(6) 2005. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 03, 2022, mentor received additional information. The date of the event was updated to (B)(6) 2005. The date of event was provided to mentor as an approximation. The date of implantation was updated to (B)(6) 1996. The date of implantation was provided to mentor as an approximation. The patient's age at the time of the event was 41 years old. The deflation occurred on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 01, 2022, mentor became aware that information was inadvertently reported incorrectly in the initial report. The patient underwent device explantation. Therefore, recognized procedural complication was removed and device explantation was added to the file. Manufacturer's reference number: (B)(4). Health effect - impact code should have been populated with code f1903 device explantation in the initial report.